Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a tidal volume alarm was not triggered when the patient etco2 increased from approximately 30mmhg to 70mmhg while using a carescape r860. The next day, the respirator alarmed for a leak and a substitute respirator was prepared. While the substitute respirator was being prepared, the patient o2 saturation dropped to about 40%. The patient parameters were restored to safe values after switching to the substitute respirator. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The root cause of the reported event could not be determined because log analysis indicated that the device performed as intended and alarmed appropriately. The most probable root causes of the tidal volume alarm not triggering is a leak downstream from the total inspiratory flow sensor and/or that the valves or sensors were out of calibration.